Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, every drawer in 5nob pyxis had failed and displayed not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the drawers in the pyxis had failed and displayed an error indicating that the devices were not detected on the bus. The field service engineer (fse) changed the firewall settings for internal communications and verified system access. The system functioned as intended after field service engineer repaired the device.